Manufacturer narrative:
Concomitant medical product: baxter material number: n21191; (2) pri tubing; 6-manifold; y-site; td: (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the cvicu, a patient was responding very slowly to large increases in epinephrine and norepinephrine drips. Lines were traced and the needleless connector was found to be leaking where the 6-manifold connects to the y-port. The y-port was removed and the line was reconnected to a proximal port which resulted in no leakage. "Smof" was unable to be run throughout the night due to the y-site being removed. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the needleless connector was leaking was confirmed. The set was received with hardened medication in the tubing throughout the set. Functional testing showed no anomalies. Pressure testing showed a leak from one of the maxzero ports of the bifuse set. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that in the cvicu, a patient was responding very slowly to large increases in epinephrine and norepinephrine drips. Tpn was also infusing at 5 ml/hour. Lines were traced and the needleless connector was found to be leaking where the 6-manifold connects to the y-port. The y-port was removed and the line was reconnected to a proximal port which resulted in no leakage. "Smof" was unable to be run throughout the night due to the y-site being removed. There was no patient harm.